Event description:
When ppm alarms the bed will send a nurse call, but not make an audible alarm. Account stated the bed was in shop but came from medsurge area, not aware of patient involvement, not aware of any injuries.